Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing of ventricular signals on the atrial channel. Technical services (ts) reviewed the reports and provided potential causes. Ts also suggested reprogramming options. The lead remains in use. No adverse patient effects were reported.